Event description:
A caller reported that the abbott diabetes care (adc) device as it "was getting hot and not showing screen", as a result, they were unable to obtain readings. The customer experienced lightheadedness dizziness and was treated with "typical medical treatment for a person with diabetic levels" by healthcare professional (hcp) and non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.